Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise, which was noted on an automatic mode switch episode. No intervention was performed, and the patient remained stable.